Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
On (B)(6) 2015, information was received from a consumer regarding a male patient who was receiving fentanyl, dilaudid, and another unknown drug (doses and concentrations unknown) via an implantable pump for non-malignant pain. Since (B)(6) 2015, the patient's pump had been beeping and the patient didn't know what it was for the first 10 weeks. On (B)(6) 2015, the patient heard a one tone beep/sound/alarm coming from the pump. The patient was working on finding a healthcare provider (hcp). The patient's pump was currently set at "minimal - slow flow." Patient symptoms were not reported. Additional information has been requested regarding the circumstances that lead to the event, the steps taken to resolve the alarm and the event's outcome, but it was not available at the time of this report. Additional information received reported that the healthcare provider would not see the patient until they hear from the manufacturer representative. Additional information regarding the patient's managing physician contact information, troubleshooting, actions/interventions taken, and cause of the pump alarm was requested. On (B)(6) 2015, information received from the company representative reported that, with respect to the previously requested information, they had no additional information. On (B)(6) 2016, information received from a consumer reported that the patient just wanted someone to check their pump; the pump was no longer beeping. The patient stated that they would not see a particular hcp, and had stopped going to that hcp a year ago. According to the patient, the office of the hcp stated that they needed to get a company representative to set up an appointment.; but it was unknown if the office of the hcp had requested a company representative to check the pump. The patient stated that if they "went down there," they would tell them that they needed to set up an appointment at a later time to get the pump checked; the patient stated that they did not need another appointment. Additional information was received from the consumer on (B)(6) 2016 indicating that the pump was empty and "not pumping any fluid" since about the first of the year. The patient had been getting a "run around" with it. The patient wanted to get the pump removed. The patient could not find any doctor to manage the pump. The patient was given information about putting saline in the pump to preserve it but the doctor or clinic reportedly refused to do that. It was noted that the following intrathecal drugs were tried, but the therapy dates, dosages, and concentrations were not reported:generic dilaudid, fentanyl, prialt and another drug the patient could not think of.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.